Event description:
Additional information received from the patient reported she still felt stimulation in her rectum and it was not helping her symptoms. The patient indicated that before the operation the doctor marked their right side and after the operation it was on the left side. The doctor never addressed that. Program was at 2, 4, and 1, at present was at 3. They also stated that it was changed twice by device manufacturer. They had also notified their doctor of the lack of therapeutic for bladder. Their bowel therapeutic was fine. The patient indicated they went to the doctor and the nurse changed stimulation from 1 to 3. It was changed to 3 and 1.3. The patient changed it from 3 and 1.7. Additional information indicated she had tried 4 programs and none where effective for her urine. She also reported back symptoms that started right after the surgery. The patient noted that they felt stimulation and the therapy was on. The patient was recommended making sure the healthcare professional (hcp) knew about her concerns, results and talk to hcp abou t resolving her issues.

Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were feeling stimulation in the wrong location. They called stating that they were still urinating since being implanted. They felt stimulation in the bicycle seat area and down their legs. It was reviewed that stimulation is not meant to be felt down the legs. The patient stated they had increased stimulation the day after being implanted, but had not made any other changes. They were told by their healthcare provider (hcp) not to make any changes. They confirmed the stimulation was on program 2 at 4.0v. Later, on (B)(6) 2016 the patient further reported the ins was taking care of the bowl but was not with the urine. The patient followed up with their healthcare provider (hcp) but was told to contact the manufacturer for help. They stated they had contacted the manufacturer before and told to switch from program 2 to program 4. It was reviewed that they need to contact their hcp for suggested programs. The patient stated they still felt stimulation in their rectum and it was not helping their symptoms. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.